Event description:
The pt's symptoms were unimproved since implant. A volume discrepancy greater than 25% was found, with an expected reservoir volume of 8.1ml and an actual reservoir volume of 38 ml when the hcp went to refill the pump with baclofen 1000 mcg/ml. The decision was made shortly after the refill to put baclofen 500 mcg/ml back into the pump since it was a new implant and they are not sure if the pt has been receiving any drug. The hcp believes there is an issue with the catheter. The pt's pump contained compounded baclofen. The pt outcome was not reported. Additional info received from the hcp reported that the caregivers thought the pt did very well after implant, but somehow between sixteen day period in 2007, it seemed to stop working. The pump was aspirated by two different hcps and it was found that no drug was leaving the pump. Unspecified diagnostic testing of the pump was performed which showed that the pump is in working order. The hcp is questioning the catheter. The MFR's device registration system reveals that the pump was explanted and replaced in 2008. Please refer to MFR's report #: 2182207200800143.